Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The issue was resolved. The device/catheter would not be returned at it was still in use. Regarding if there was an issue with the anchor that was also removed, it was clarified that the anchor was not broken and there was no further information available.

Manufacturer narrative:
B5 correction: the description of event was updated to include "to prevent recurrence, the patient was advised to refrain from active activities at an early stage. The outcome of the event was recovered as of 2023-oct-02.". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at an unknown daily dose rate via an implantable pump for spinal cord injury. The dosing period was from (B)(6) 2023 and continuing. Concomitant medications were noted as none. Past medical history / history of side effects were indicated as none. It was reported that on (B)(6) 2023 a new implantation surgery was performed. There were no particular problems with the procedure, etc. Postoperatively, effectiveness against spasticity was observed. The patient started wheelchair transfer, etc. On (B)(6) 2023. No effect from a dose increase was observed on (B)(6) 2023. A catheter angiography was performed on (B)(6) 2023, and catheter dislodgement with the back pocket was suspected. The date of onset regarding catheter dislodgment was (B)(6) 2023. It was further reported that the patient was active, and was seen to be moving actively, including voluntary training and wheelchair transfers, which had started by the end of august. It was believed however that the catheter fell out as a result of his activities. It was further indicated that this might be due to the patient¿s activity. There was no causal relationship with the itb system. No causative factor of itb system. The causal relationship of the catheter dislodgment to drug, pump, catheter, programming, and procedure was indicated as unrelated. Catheter reconstruction was scheduled for october. Additional information was later received from a foreign healthcare provider (hcp) via a distributor on 2023-oct-03. The catheter dislodged in the back was confirmed. Catheter reconstruction was performed. The fixated anchor portion was also removed, so it was believed to have been a dislodged associated with the patient's activity, and there is no causal relationship with the intrathecal baclofen (itb). To prevent recurrence, the patient was advised to refrain from active activities at an early stage. The outcome of the event was recovered as of 2023-oct-02.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. After the reconstruction surgery, the patient was instructed to rest for a while, and the progress was satisfactory. There were no problems during discharge. However, the variability rate was large during the refill in around (B)(6), the spasticity was observed to have no effect compared to post-reconstruction, so a follow-up examination was conducted. Although effects were observed again this time, inaccuracy between the remaining amount and the theoretical value increased. It is believed that the patient's active activities once again affected this event. Catheter reconstruction due to catheter dislodgement was performed on (B)(6) 2023. Around the end of (B)(6), the progress was good, and the patient was discharged from the hospital. Around (B)(6), the abnormal variability rate was 44% (remaining amount and theoretical value inaccuracy about 3 ml). The catheter tip position lowered by approximately 1 vertebral body (th11). As of 2024-may-13, the abnormal variability rate 36% (inaccuracy the remaining amount and the theoretical value: about 6 ml). The catheter tip position remained the same as around (B)(6).

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: hg6tyje12. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at an unknown daily dose rate via an implantable pump for spinal cord injury. The dosing period was from (B)(6) 2023 and continuing. Concomitant medications were noted as none. Past medical history / history of side effects were indicated as none. It was reported that on (B)(6) 2023 a new implantation surgery was performed. There were no particular problems with the procedure, etc. Postoperatively, effectiveness against spasticity was observed. The patient started wheelchair transfer, etc. On (B)(6) 2023. No effect from a dose increase was observed on (B)(6) 2023. A catheter angiography was performed on (B)(6) 2023, and catheter dislodgement with the back pocket was suspected. The date of onset regarding catheter dislodgment was (B)(6) 2023. It was further reported that the patient was active, and was seen to be moving actively, including voluntary training and wheelchair transfers, which had started by the end of (B)(6). It was believed however that the catheter fell out as a result of his activities. It was further indicated that this might be due to the patient¿s activity. There was no causal relationship with the itb system. No causative factor of itb system. The causal relationship of the catheter dislodgment to drug, pump, catheter, programming, and procedure was indicated as unrelated. Catheter reconstruction was scheduled for (B)(6). Additional information was later received from a foreign healthcare provider (hcp) via a distributor on 2023-oct-03. The catheter dislodged in the back was confirmed. Catheter reconstruction was performed. The fixated anchor portion was also removed, so it was believed to have been a dislodged associated with the patient's activity, and there is no causal relationship with the intrathecal baclofen (itb). To prevent recurrence, the patient was advised to.